Manufacturer narrative:
A device evaluation is anticipated upon return of the device to the technical service center a follow-up submission will communicate the results of the device history record review, the returned product evaluation result(s), investigation, and conclusion.

Event description:
It was reported that the image disappeared from the vigileo monitor screen display before use and the device 'took a long time to start up.' Because of this difficulty, the customer was concerned that measurements may be inaccurate. As a precaution, the monitor was taken out of service and was not used to treat any patient(s). The customer was unable to recall observance of a specific error message, nor could they provide an estimate regarding what the discrepancy was between the expected and actual measurements. Additional information was requested; unfortunately it was not available. No additional system-related devices were identified as suspect.